Manufacturer narrative:
On (B)(6) 2021, the complaint handling technician of infutronix confirmed with the patient that the affected device was discarded and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, a complaint handling technician of infutronix reported an issue on behalf of an end user: "the tubing came out the proximal entry point while receiving his therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.